Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawers 3.1 and 3.2 on the main station were not detected on the bus. The fse opened the back panel of the station and noticed that no led lights were coming from drawer 3. The station was completely shut down, and both drawer controllers were tested with a multimeter and found to be functioning properly, but the module controller was not working correctly. Upon inspecting drawer 3.2, the fse observed that many cubies were missing and decided to replace the drawer controller as a precaution. After rebooting the station into the application, the module controller and drawer controller board received firmware updates, and the drawers were assigned. The fse then returned to diagnostics to further test the drawers and performed an acceptance test, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height cubie drawers 3.1 and 3.2 required maintenance. The issue started while the customer was pulling out some medications. The customer rebooted the station and performed a drawer recovery but continued to receive the ¿requires maintenance¿ error. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.